Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: the keypad was found to be intact; no damage was observed. During testing, all of the keypad buttons responded appropriately. The keypad was opened and no damage or contamination was found to the button contacts or keypad flex cable. The pump was opened and there was no damage to the keypad connector or keypad flex cable. The keypad connector latch was secure. The complaint of under responsive keypad buttons was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.